Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, damaged case) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to shorted components on the ca board. Additionally, the monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the shorted components could not be positively identified. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up and that the case was damaged.